Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 41 mg/dl. It was also reported that the customer is pregnant and has had several episodes of high and low blood glucose levels, including two episodes in which she lost consciousness as a result of her blood glucose level. Troubleshooting was performed, and it was found that the customer has not been managing her blood glucose levels well. It was also found that the customer has not been checking their blood glucose regularly. It was requested that the customer receive additional training on managing her diabetes with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.